Manufacturer narrative:
The unique identifier was not available at the time of reporting. The navlock was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The tracker was returned with a drill bit inserted. With slight effort, the drill bit was removed and found to have lines of galling near the knuckle causing the fit issues. The tracker had no visible evidence of the galling. The tracker was able to receive a known good instrument without issue. With markers attached and fully seated, the tracker returned good geometry and divot error readings with normal tracking. The tracker was fully functional. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the orange navlock got bound up with one of the disposable infinity drill bits. They were unable to remove the drill bit from the navlock. They continued with the case by using a different navlock. There was less than an hour delay in the procedure. No impact on patient outcome.